Event description:
I am a type 1 diabetic who uses dexcom g6 senors/transmitters. I would say inaccuracy happens at least once a week so I thought I'd report the problem today because it is more serious. The sensor told me I was 50 mg/dl so I rushed to check my blood glucose and by the time I got the gluco meter to measure, the dexcom sensor was giving me a bg of 30 mg/dl. The gluco meter test said 67 mg/dl and another finger stick 5 minutes later was 80 mg/dl while the dexcom reading still said low. This is serious because over correcting lows can result in highs and dka(diabetic ketoacidosis). Further, last night at 3 am the same thing happened. I did not calibrate but had a glass of juice. My bg(blood glucose) went up to 300 mg/dl 3 hours later. This affects qol(quality of life) and makes it hard to work - thrive etc. Dexcom needs to improve accuracy. The reverse can happen too. Dexcom can say 300 mg/dl but if I'm in reality at 150 and take insulin I can seize. Dexcom needs to stop telling people on ads "no finger sticks."